Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: the sheath liner was expanded. The sheath distal tip opened but was torn radially. All score lines are present at intended locations. Scratches were observed along hdpe at distal tip. Imagery was provided for review. The provided imagery was evaluated, and the following observations were noted: esheath liner expanded and distal tip torn after removal from patient. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported difficulty introducing sheath was empirically confirmed based on the information provided by the field clinical specialist (fcs). Available information suggests patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification at the access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. The scratches observed on the returned sheath shaft/introducer can be indicative of the presence of vessel calcification. The reported sheath distal tip torn was confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as previously investigated. Additionally, patient factors (such as calcification, as evidenced by the presence of scratches on the returned sheath shaft) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, it was difficult to insert the 14f esheath plus into the patient and it was felt craggy. The device was removed without issues, but after removal it was observed that the distal tip was torn. The devices were replaced, and the procedure was successfully completed. The patient did not suffer any injury due to this event.